Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the rv pace impedance was steady at 405 ohms through (B)(6) 2015, followed by spikes to 1000 ohms on (B)(6) 2015. The impedance settled back at 410 ohms before spiking out of range on (B)(6) 2015. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. 4076 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited spikes in impedances to high levels, as well as noise/oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.